Event description:
On 24 september 2009, the customer contacted baxter to report that a colleague volumetric infusion pump that the fuse protection when battery terminals short to each other. According to customer, pump battery harness has no protective covers causing batteries to arc and short circuit plus a little smoke. It is unknown to the contact at which point did the problem occurred; however there is no report of patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
A report was received that during a lead revision procedure, the physician revised the patient's pocket site due to discomfort. The pocket site was relocated to a more comfortable position and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4). The pump is available for evaluation and will be sent to baxter for evaluation and repair. A follow-up report will be submitted if there is additional information or when the evaluation results become available.

Manufacturer narrative:
(B) (4). In the initial medwatch 6000001-2009-01030, mdq-CAPA-(B) (4) and (B) (4) were referenced. Based on the baxter investigation the CAPA number and fca number provided in the initial medwatch are inaccurate. There are no ongoing CAPA or fca numbers that are associated with this complaint.

Event description:
The device suddenly stopped working. It was dead and wouldn't "run." There were no falls, trauma, or overdischarge events. It had been three months and the pt was waiting to find out when the replacement surgery would occur. Further info is being requested at this time.

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4) categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed. The assignable cause for the reported condition is the defective battery harness printed circuit board. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.